Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the likely cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device inspection that the gastrovideoscope exhibited a pinhole in the adhesive around the light guide lens and a cut at the pink probe, and there was a missing single component, paste-like, thixotropic adhesive at the forceps cover. There were no reports of patient involvement.